Event description:
During review of clinical literature, a 67 yr old pt was reported with atrioesophageal fistula who presented with neurologic symptoms 20 days after initial maze procedure that had used unipolar radiofrequency ablation (cobra xrf probe), with postprocedure transesophageal echocardiogram tee) that showed no gross abnormalities. Source: ann thorac surg 2013'95:eb61-2 by the society of thoracic surgeons publication.

Manufacturer narrative:
Further inquiry into this event revealed it occurred approx 4 yrs ago and it was not reported by the user facility to estech. It was reported that the surgeon performing the procedure did not pull back the tee probe which is a critical step performed to avoid such an adverse event with any ablation technology.